Manufacturer narrative:
The reported field event of pacemaker-induced cardiomyopathy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for a device upgrade due to suspected pacemaker-induced cardiomyopathy. The pacemaker was explanted and replaced. The patient was stable.